Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the pump screen did not display. The customer charged the pump and the pump display did not turn on. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered via the pump. The customer reverted to using lantus and insulin injections to manage diabetes. The customer had set a temp rate earlier in the day to go snorkeling and became sea sick. The customer thought the high bg was due to him becoming sick.